Event description:
As the physician was repositioning the device (subject device) a "pop" was felt and it was noted that the coil had fractured. The device was removed using the microcatheter. The same thing occurred with a second device and again it was removed using the microcatheter. The physician reported that no resistance was encountered prior to the "pop" with either device. There was no clinical consequence to the patient.